Manufacturer narrative:
As reported, during tapp procedure, the capsure fasteners did not penetrate properly, and all were few millimeters loose. Evaluation of the used device and two (2) unused devices from the same lot did not reproduce the reported event of failed to fixate. All devices functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure, the capsure fasteners did not seat properly, and all were few millimeters loose. Reportedly, counter-pressure was applied as usual, the area of target was ligaments and abdominal soft tissue. An alternate device was used to completed the procedure without any further issues. There was no patient harm or injury.